Manufacturer narrative:
The enterprise (enc452212/10203071) was stuck in the middle of the prowler select plus microcatheter shaft (606s255x/lot unknown), thus the stent could not be deployed. The enterprise and microcatheter (mc) were removed from the patient as a unit with no patient injury. A new unknown mc (details unknown) and enterprise stent (details unknown) were used to complete the procedure. It was reported that the stent was still in the mc when it was returned for analysis; however, the prowler select plus mc was not returned. Only the enterprise delivery wire, introducer tube, and deployed stent were received. Analysis of the returned delivery wire found the entire delivery wire was present; however, the distal delivery wire was fractured with stretching of the coil wire. With follow-up investigation regarding the return of the enterprise without the prowler select plus, it was reported that it may have been that the stent was removed from the microcatheter after removal from the patient for inspection by the physician. The prowler select plus mx was not returned and not available. Prior to the event, the prowler select plus mc was placed using a transend/stryker guidewire. An adequate continuous flush was maintained through the mc. The stent and microcatheter did not kink or bend at any time prior to the resistance/friction. The stent reportedly got stuck in the middle of the shaft of the prowler select plus. It is unknown whether there are any damages on any part of the device prior to shipping for product analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10203071. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non-sterile enterprise was received inside of a plastic bag. Delivery wire, introducer tube, and stent (deployed) were received. The microcatheter involved was not received. During visual analysis stent and introducer tube did not present with any damages. The delivery wire coil tip was observed under a microscope and distal end was found fractured and unraveled stretched. The core wire was separated with the distal tip still attached to the device by the stretched coil wire. Sem-eds results found what appears to be presence of corrosion on the section. The evidence found in the surface of the separated ends of the core wire (pitting) suggests that the wire underwent corrosive or chemical attack; however, neither the corrosive agent nor the time and place where the corrosion initiated could be conclusively determined. The pitted section was scanned for identification via x-ray analysis and evidence of elemental carbon, oxygen, sodium, silicon, sulfur, chlorine, calcium, titanium and nickel. With previous investigations of similar findings via the risk management process, it was determined that a likely of the corrosion was due to prolonged exposure to moisture post procedural use. Functional analysis for insertion through a compatible mc could not be performed due to the fractured and unraveled stretched condition of the returned device. Functional testing for the reported inability to advance the enterprise vrd system through the prowler select plus could not be performed due to the condition of the returned enterprise system and involved prowler select plus mc not being returned. Although a definitive conclusion cannot be made, it appears that the damages to the enterprise delivery wire occurred after removal from the patient when the enterprise system which was reported to be stuck in the microcatheter was removed from the prowler select plus mc. The instructions for use warns do not apply undue force if resistance is encountered at any point during stent manipulation. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The enterprise product (enc452212/10203071) was stuck in the microcatheter, thus could not be released.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.